Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and troubleshot the oscillator. It was discovered that the solenoid was bad. The fsr replaced the solenoid and performed calibrations following vyaire service procedures. The unit passed all calibrations and is within manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit will not pressurize over 10cmh20 on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.